Event description:
It was reported that the patient experienced an arrhythmic/electrical storm and was externally defibrillated. The stabilization interval on the device was adjusted and it remains in use. It was further reported that during the arrhythmic/electrical storm, a lead failure alert was triggered on the right ventricular (rv) lead for non-sustained tachycardia episodes and short interval counts (sic). The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. 8 ventricular sic (v-sic) were recorded beginning (B)(4) 2014. Lead integrity alert (lia) triggered on (B)(4) 2014 due to meeting the requirements for non-sustained tachycardia (nst) and v-sic. There were 3 ventricular fibrillation (vf), 1 stability supraventricular tachycardia, 5 "lead failure predictor" and 3 nst events of <(><<)> 220 ms v-v cycle recorded between (B)(4) 2013 and (B)(4) 2014.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).